Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving an alert due to high hv lead impedance. Programming changes were recommended for the patients next follow-up. The lead will continue to be monitored.